Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as there is are no allegations of failure of the device. The initial report was submitted in error and should be voided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, unique identifier (UDI) # - ni, date implanted - ni, date explanted - ni, initial reporter - ni, manufacture date ¿ ni.

Event description:
A hip revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.